Manufacturer narrative:
Device evaluation completed on (B)(6) 2021. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced bilateral asymmetry, and left sided baker¿s grade unknown capsular contracture, and rupture post procedure. The rupture discovered during the surgery. As a result, patient underwent bilateral replacements with 435cc style 106 sientra smooth gel implant on (B)(6) 2021. This report relates to the right prosthesis.